Event description:
It was reported to boston scientific corporation on july 1, 2008 that a corflo cubby low profile gastrostomy device was used in a feeding procedure performed the month prior (female patient; age and weight are unknown). According to the complainant, 14 days after placement, the device was leaking nutrition between the y-port and tube. Another corflo cubby low profile gastrostomy device was used to replace the damaged device. No patient complications were reported as a result of this event. The patient's condition was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The returned device revealed that the bond between the y-port and the tube is beginning to fail on one side. The feeding set had been in use for approximately two weeks, it is likely that the bond began to fail due to normal wear and tear with continued use. The exact root cause could not be determined.